Event description:
The marketing team provided the list of the devices implanted : other complaints were created. This event involves 8 devices: same patient, same event - patient death. This is report 3 of 8. MFR report numbers: 1651501-2015-00047; 1651501-2016-00003; 1651501-2016-00004; 1651501-2016-00005; 1651501-2016-00006; 1651501-2016-00007; 1651501-2016-00008; 1651501-2016-00009 it is reported the patient died of a pulmonary embolism 1 day postoperatively. The patient had a titan reverse shoulder system implanted. It was reported the patient died of a pulmonary embolism the day after the surgery. It was reported the surgeon does not have a complaint against the device. It was reported the pulmonary embolism is most probably not linked to the device. The complaint was reported, "just for the record."

Manufacturer narrative:
Integra completed its internal investigation 2feb2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: the review of manufacturing records showed no evidence of nonconformance that could have caused or contributed to the reported event. A review of complaint records for the reverse shoulder system did not show any additional event related to patient death; therefore, no trend was identified. Conclusion: the complaint report states the patient died of a pulmonary embolism, which is a known risk in orthopedic surgery, not related to the implanted device.